Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 20 seconds. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported post-procedure.